Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus there was an incorrectly colored stopper on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of this photo revealed one tube with an incorrect stopper (grey) that should have been red. Additionally, 100 retained samples were visually inspected, and no grey stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus there was an incorrectly colored stopper on one device. No adverse impact was reported regarding the patient or user.